Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed.

Manufacturer narrative:
The valve was returned for evaluation . The investigation of the returned valve did confirm the problem reported by the customer. The lot number was 360427, serial number (B)(4), product code ns5027. The valve is a precision valve with 2 dots. The valve was visually inspected; and confirmed that the base of the rickham reservoir has come away from the top of the rickham reservoir, no damage was found with the two parts of rickham reservoir, this is possible due to wrong handling. Review of the history device records confirmed the valve, product code ns5027 with lot number 360427, conformed to the specifications when released to stock on the 23rd april 2013. The root cause of the problem reported by the customer is probably due to wrong handling, but this could not be determined. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
It is alleged that the valve came apart intra op . All pieces were accounted for. A new valve was used instead.